Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the tool fractured at the tip and ordered a new one.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H11: additional narrative. Zfx did not receive one (1) zfx02hld28, for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number and risk management file. Complaint history review was performed for the reported lot number 2501160813 for similar events and one other complaint was identified. Review completed utilizing keywords: ¿fracture¿. Based on the investigation and risk management file, the most likely root cause determined from the investigation was torque applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction was not established. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.